Manufacturer narrative:
A steris service technician arrived on site to inspect the unit. The technician inspected the piping and generator; the leak was found to be originating from the generator site glass valve fittings, which were loose. The technician retightened the fittings and ran a test cycle. The sterilizer was confirmed operational and returned to service.

Event description:
The user facility reported water was leaking from their century sterilizer onto the floor. No injuries to hospital staff or patients were reported. No procedural delays or cancellations occurred.